Event description:
Report received of an over-delivery of insulin. The pt was receiving regular insulin 50 units/100ml normal saline (0.5 units/ml) at 16ml/hr. The infusion was started at approximately 10:30am the day of the event. Approximately 11 mins later, the rn responded to the pump alarming with a proximal air-in-line alarm. The rn reported that the bag of insulin was empty. The insulin infusion was stopped and the pt's blood sugar level was checked. The pt's blood sugar level was reported to have gradually dropped "over the next few hrs", from a baseline "in the 700's", to an unspecified level "in the 500's". The pt was given a 1000ml normal saline fluid bolus over approximately 1 hr, which the customer contact reported was given as part of the expected treatment for the pt's elevated glucose. This intervention was described as "not out of the ordinary". At approximately 2:00pm, the insulin infusion was resumed at a rate of 16ml/hr. According to the customer contact, the pt's intensivist reported that they "would have expected a larger drop in the glucose level in response to an over-delivery of insulin". The customer reported that any interventions that were required for the pt were part of their routine treatment of a pt with elevated blood sugar levels and were not initiated because of the reported over-delivery of insulin. There was no reported adverse effect to the pt.